Manufacturer narrative:
Concomitant medical products: product ID 3886, lot# l88643, implanted: (B)(6) 2001, product type: lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).

Event description:
The manufacturer's representative reported that the patient thought the implant battery was dead. He met with the patient on (B)(6) 2015 and the battery was showing >120 months longevity. The settings were -1,-3, c+ with 1.45v, 210us and 14h. Cycling was 30 seconds on and 30 seconds off. Impedance measurements were taken and no anomalies were noted. A fall could be related to the issue, the patient fell of a bike in may. She had a decrease in therapy and impedances were fine after turning up to 2.0v to clear. The patient could feel the stimulation. The nurse reprogrammed the patient to a different setting and removed cycling. The patient was set at 8.0v and no cycling was programmed. There was a recurrence in symptoms/ loss of therapy since the patient fell of the bike in (B)(6). A gradual change in therapy/ symptoms was noted. Additional information from the consumer's family on (B)(6) 2015 reported a loss of stimulation. The device was no longer giving her pain relief because the device was not working anymore. The patient was in constant pain for 2 weeks prior to this report; it was burning and she had to wear diapers. The patient went to the doctor on (B)(6) 2015 and she was told that it had another 10 years on it but she had it for 7 years and it was not working so she knew the reading could not be right. Further information from the rep noted the patient had an appointment with the physician on (B)(6) 2015 to discuss lead revision and possible replacement. The rep confirmed with technical services that the estimated battery life based on the settings that were current was 120 months. The patient was indicated for urinary dysfunction/sacral nerve stim. No further information was provided. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the manufacturing representative reported that the patient was awaiting scheduling for replacement and possible lead revision. The reason for the possible revision was lack of efficacy. The doctor had conducted impedance checks and reprogrammed the patient's battery. She was not satisfied with the current programming and was asking for a replacement.

Event description:
The representative reports that a replacement/revision patient called him. Patient was implanted with new device system on (B)(6) 2015.